Event description:
Pacemaker malfunction. Pt eventually underwent pacemaker revision and was found to have had a lead fracture with some small segment of bare wire noted when this lead was removed. Pacemaker over sensing due to noise from lead fracture of the anodal pole of the ventricular lead.